Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance the emergency room (ER) due to blood glucose (bg) level of 54 mg/dl, vomiting, and nausea. Cause of bg level was unknown; however customer believes it may be due to eating something bad. Customer's partner provided treatment via consumption of carbohydrates prior to customer arriving at the ER. Once at the ER, customer did not require further treatment, and was only kept for observation. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 400 mg/dl).